Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by generator board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hf unit esg-400 had an error message the issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error e090 and e622. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found errors e090 and e172 and a cracked front panel due to wear and tear. A full inspection was completed on the unit, however the unit failed for monopolar spray coag high frequency leakage test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.